Event description:
It was reported that the elective replacement indicator (eri) message appeared for ipg. The wireless software update was performed and the elective replacement indicator (eri) message did not clear. It is unknown if the ipg was prematurely depleted. The device was providing therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.